Event description:
A report was received that the patient was experiencing discomfort due to the ipg being located near her ribs. The physician performed a pocket revision where the ipg was repositioned and the patient was reportedly doing well.